Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of propionimicrobium lymphophilum as trueperella bernadiae in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported that the vitek® ms obtained a result of trueperella bernadiae (99.9%). The isolate was sent to a reference laboratory where it was identified as proprionimicrobium lymphophilum. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of propionimicrobium lymphophilum as trueperella bernadiae in association with the vitek® ms (ref (B)(4), serial (B)(6)). The investigator requested information and data from the customer, but they are unable to provide it. Thus, further investigation into this report cannot continue. It was not possible to investigate regarding this specific misidentification because not enough data have been received. Since (B)(6) 2016, no other similar complaint has been recorded. No isolate of propionimicrobium lymphophilum has been misidentified as trueperella bernadiae.